Event description:
It was reported that a physician was performing a stenting procedure of a moderately calcified and mildly tortuous left common iliac artery, accessed through the left cfa. During the stent delivery system (sds) removal, the handle separated from the shaft; the shaft separation occurred outside the patient's body with the delivery system still inside the body. The physician pulled the handle and sheath separately to remove the sds from the patient. There were no patient affects reported and no additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. A review of device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.